Manufacturer narrative:
The service engineer (se) replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The se updated the software to the current revision, performed calibrations and extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while in use, the 840 ventilator stopped ventilating, the ventilator displays error code . The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
Device evaluation: the returned graphical user interface (gui) printed circuit board (pcb) was a xena I gui. A visual inspection was performed on the returned component with no anomalies observed. The part was attached to the failure investigation test ventilator for functional testing. Upon power up, the ventilator generated a gui inoperable condition. The symptoms indicated that there was no operating software on the board. Software was loaded successfully and the part was again attached to the test ventilator for analysis and placed in ventilation mode for a minimum of 24 hours without any alarms or errors. The reported failure could not be replicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.